Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the full disclosure report was returned and evaluated. Review of the data indicated that there was one shock event where the shock button was pressed but the device did not shock. However, it was determined through the log that the device was not charged. All indications suggest the device operated appropriately. Analysis of reports of this type has not identified an increase in trend.